Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failed. A field service engineer replaced the sensor and drawer controller to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system had drawer 2.1 failed. The customer reported that users were preventing the medications. There were no adverse events or injuries reported based on this incident.